Event description:
It was reported that during the implantation of screws into the c2-7 region of the patient, the mini poly driver experienced tip breakage into one of the screws. The piece of the screw driver was removed with the screw, and the case was completed without further incident.

Manufacturer narrative:
Visual inspection of the returned mountaineer polyaxial screwdriver noted that the distal tip of the polyaxial screwdriver was broken. The broken second half of the tip remained inside the hex feature of the mountaineer favored angle polyaxial screw 3.5x14mm. A review of the device history record for the mountaineer polyaxial screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer polyaxial screwdriver was conducted on the specific product code from this complaint as the product family does not exist for this device. Review of complaints found no significant trends. The root cause of the polyaxial screwdriver tip becoming broken cannot positively be determined. However, the noted damage suggests that the polyaxial screwdriver tip most likely became subjected to a higher than anticipated stress load resulting in tip breakage. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.